Manufacturer narrative:
Evaluation: rue ring cotter, clevis pin.

Event description:
It was reported by service report that the brake steer was broken and the foot end brakes do not lock. There was no pt involvement; however, adverse consequences are unk.